Manufacturer narrative:
The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139794.

Event description:
It was reported that the patients ipg became unable to communicate with external devices following an unrelated surgery wherein the device was placed into surgery mode. As a result, the ipg was replaced via surgical intervention on (B)(6) 2024. It was also noted that the left lead had migrated. The lead was not replaced or repositioned on (B)(6) 2024; however, surgical intervention may take place in the future to address the issue. It is unknown which lead caused/contributed to this event.

Manufacturer narrative:
Device information corrected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.